Event description:
It was reported that at the end of (B)(6) 2013, the patient could feel there was an infection. She had what looked like a big bruise; it was black and blue and puffy and it was sore; ¿it felt like it had been pounded on or something¿. The physician was watching it. On (B)(6) 2013, the patient bent over and there was just a little pinhole; then the pump pocket area split open. The pump was removed the next day. A culture was taken and grew (B)(6); it was noted to be ¿typical (B)(6) that grows on appliances¿. The patient was treated with medication, but was ¿done with it finally¿. The patient hadn¿t had any falls or trauma to the area that she could remember. The pump had always stuck out and was always bugging her. They had ¿actually tried to bury it a couple more times deeper, because, it did stick out pretty far¿; ¿because I¿m not heavy, so they didn¿t really have much to bury it in¿. The patient thought that she probably did bang it into something. The pump was delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# n185129006, implanted: 2009 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the pump was no longer in use as it was replaced 2 years later (patient thought 2013) due to an infection. When the pump was removed due to infection the catheter was tied off and left in the patient. The patient did not know the cause of the infection. The infection was resolved. The patient did not know the status of the device as it was replaced years ago. No further complications were expected or anticipated.